Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
On previously submitted report, section 'describe event or problem' was incorrect. It should be: a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The device's interface board was replaced preventively. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
On previously submitted report a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The device's interface board was replaced preventively. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The interface board was evaluated by the manufacturer's product investigation laboratory (pil) and found the interface board functioned as designed and operated without issue or error codes.